Event description:
It was reported that the arctic sun device had software error and system switched into english language and said something about anticorruption provisions. Requested to replace the control panel. Per wo review on 31-jan-2023, there was no patient involvement. Per additional information received on 06feb2023, device would be repaired by crs in the hospital. It appeared during functional check. No patient involvement. Per evaluation summary on (B)(6) 2023, the defective control panel has been replaced and a general maintenance was performed.

Manufacturer narrative:
Per investigation findings, bd has determined that this MDR as not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had software error and system switches into english language and said something about anti corruption provisions. Requested to replace the control panel. Per wo review on (B)(6)2023, there was no patient involvement.